Event description:
On (B)(6) 2011, the lay-user/patient contacted animas and reported that she was admitted to a hospital on (B)(6) 2011, for dka. The patient indicated that she had gone to the hospital for hemorrhoids and her blood glucose (bg) level was "391 mg/dl." The patient reportedly had severe pain related to the hemorrhoids. While waiting in the emergency room (ER), the patient claimed that her bg level rose to "589 mg/dl" an hour and a half later. After she was admitted, the patient mentioned that the pump was removed. The patient was treated for dka with IV insulin and also steroids for asthma. The hospital staff advised her to have the pump checked out before resuming pump therapy. Through troubleshooting, the animas representative involved in this contact determined that the pump was working correctly. The tdd was correct with the basal rate. No associated alarms were noted from the date of the hospital admission. The patient was using a newly opened vial of insulin with no cloudiness observed. Based on the information provided, this complaint is being reported due to the following conclusion: the patient claimed that she was hospitalized for dka. At this time, it is unknown if the pump contributed to the patient's injury.